Manufacturer narrative:
The motor assembly was returned to the manufacturer for further investigation and was assembled in a test stand. It was observed that rotation of the motor could not be started for numerous positions. Root cause was determined to be an abraded collector disc. The electrical contact between the collector disc and the carbon brushes was found to be partly disrupted. This is a result of wear and tear. In this case the motor assembly has nearly reached its estimated lifetime of 10 years. The failure rate regarding this kind of wear and tear effect is within the accepted range. As unfortunately no log file was available the case in question could not be reconstructed. In case of a ventilator failure the ventilator initiates an autonomous shutdown while changing mode to man/spont and audibly and visibly alarming for ventilator fail. Manual ventilation and monitoring are not affected. No patient consequences have been reported in the particular case; the device is fully functional again after the repair exchange.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the ventilator failed during a case and stopped working. No patient injury was reported.